Manufacturer narrative:
The investigation determined that incorrect tests were run on multiple patient samples. All results were however correctly associated with the intended patient samples. The event in question occurred when using a vitros 5600 integrated system. The global technical support (gts) determined that the cause of the event was most likely user error as the customer inadvertently programmed the sids involved in the event as ¿permanent¿, which lead to improper sid reuse. If a sample is not processed to completion or configured as ¿permanent¿ upon initial programming, the sample ID is retained by the analyzer in a "pending" or ¿permanent ¿state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending/permanent testing will cause the original information to be carried forward. The gts assisted the customer in understanding the ¿permanent¿ feature on the vitros instruments, where applicable, to help prevent reoccurrence of the issue. The vitros 5600 integrated system was operating as programmed and as intended; no malfunction occurred. The assignable cause of the event was user error.

Event description:
A customer reported that the results obtained from multiple patient samples run on a vitros 5600 integrated system were associated with the incorrect assays upon processing. Mis-associated results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).